Event description:
It was reported that this implantable device was found to be operating in safety mode. Information has been requested regarding the specific device details and event resolution, and further information will be provided once available. At this time, this device remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported originally that this implantable pacemaker was found to be operating in safety mode. However, after further investigation, it was determined that this device was prophylactically explanted due to accolade safety mode advisory inclusion. This device did not enter safety mode, nor were there any other performance allegations made against this device. The physician replaced the device to resolve the event, and no adverse patient effects were reported. This pacemaker will likely be returned in the future.

Manufacturer narrative:
This report is being sent to provide new information in sections b5 (event description) and h6 (device codes).

Manufacturer narrative:
This report is being sent to provide new information in sections b5 (event description) and h6 (device codes). This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative). The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported originally that this implantable pacemaker was found to be operating in safety mode. However, after further investigation, it was determined that this device was prophylactically explanted due to accolade safety mode advisory inclusion. This device did not enter safety mode, nor were there any other performance allegations made against this device. The physician replaced the device to resolve the event, and no adverse patient effects were reported. This pacemaker was returned for analysis.